Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient had pain in their stomach and it felt like they had a bladder infection, they were taking antibiotics at the time of the report. Contributing factors, actions/interventions, and resolution to the reported events were unknown at the time of the report. Additional information was received. The patient reported they were having soreness in their stomach area and were going to their healthcare provider the day following the report.